Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex (lcx) artery with 100% stenosis and was 20 mm long with a reference vessel diameter of 3 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm promus element drug-eluting stent with 0% residual stenosis. After six days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient underwent staged procedure. The target lesion for staged procedure was located in the mid left anterior descending (lad) artery extending up to proximal lad with 70% stenosis and was 48 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 28 mm and 3.50 x 20 mm promus element stents with 0% residual stenosis. After two days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient expired and the cause of death is unknown.